Event description:
It was reported to medtronic neurosurgery that when the doctor did the water injection test, the device was allegedly leaking.

Manufacturer narrative:
The valve was patent. It did not meet specifications for siphon or reflux testing. There were nicks in the dome of the reservoir, and a tear was found in the delta chamber. It was noted that the delta chamber bent upwards easily. A destructive visual inspection revealed that the distal end of the plastic portion of the base was broken. The instructions for use the accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.